Event description:
The product was used during a surgical procedure to repair a chiari malformation. Duraseal was also used at the surgical site, placed only along the sutured edge of the duragen as reinforcement. Postoperatively, the pt had symptoms of headaches and vertigo. Subcutaneous fluid accumulation was observed. The pt underwent a second surgical procedure to correct a dural leak. The suturable duragen that was in place was observed to have eroded in the center and was leaking cerebrospinal fluid (csf). During the second surgery, durepair was used to patch the defect, and duraseal was used to reinforce the seal. Postoperatively, the pt's headache and vertigo were resolving and the incision line was flat and dry.

Manufacturer narrative:
The device is not expected to be received for eval. An investigation has been initiated based upon the reported info.